Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an electrical test fail code #53 (shuttle transducer offset failure) alarm and high pressure alarm. The iabp was stopped and balloon catheter was removed. The iabp was reset, self-test was 'ok'; the therapy was continued. However, after several hours, the iabp generated an electrical test fail code #53 (shuttle transducer offset failure) alarm again. The iabp was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the pressure transducer (part number 0682-00-0076-01). The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).